Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose while using the ilet system, with sensor and fingerstick readings in the 300s mg/dl despite multiple infusion set and supply changes and meal announcements; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hyperglycemia with associated generalized aching and an earache. Outcomes included no health consequences or lasting impact, and the user reported no ketones and eventual return of glucose to range. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.